Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left bundle branch (lbb) lead was an attempted implant due to high out of range pacing impedance measurements. As a result, the physician used another lbb lead with the same model. No adverse patient effects were reported. This lbb lead was already returned to boston scientific.

Event description:
It was reported that this left bundle branch (lbb) lead was an attempted implant due to high out of range pacing impedance measurements. As a result, the physician used another lbb lead with the same model. No adverse patient effects were reported. This lbb lead was already returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.